Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported lysis transfer error on the alinity m system. Customer had power cycled instrument multiple times and lysis transfer error kept reocurring. Customer reported that lysis is leaking within system solutions drawer and had reached the floor in front of the drawer. The molecular application specialist (mas) guided the customer on appropriate clean up of lysis spill by which customer had used appropriate personal protection equipment (ppe) to do so. The customer had contained the area and cleaned up promptly. Mas advised customer not to run the instrument until instrument is serviced. During a follow-up visit, the field service engineer (fse) checked the lysis reservoir and found it was full even though the screen displaced 0%. The fse report that the float sensor was bad and a new lysis bottle was transferred and over-flowing the reservoir. The lysis reservoir bottle and float sensor were replaced. The fse cleaned lysis from the drawer, inside instrument frame, and floor around the instrument. The instrument was released back to customer. No injury occurred related to the reported leak. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. The investigation is as follows: service history review: a service history review did not find any prior service tickets related to a leak caused by a failed reservoir level sensor on an alinity m system. Nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed and identified 2 related records from the last 2 years of the entered date of the complaint under investigation. Although, failed reservoir level sensors (currently under review) was not a root cause of the identified investigation, the issue addressed in this complaint resulted in a leak that spread beyond the instrument's footprint and is therefore related. A complaint history search was performed and identified 3 complaint tickets, including the ticket currently under review in this investigation. The other two tickets were independently investigated and did not identify a product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint therefore a summary from the CAPA has been included here. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.